Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician had inserted the pull wire into the patient; before attaching the peg loop wire to the end of the pull wire it was noticed, outside the patient, the sheath on the button had partially split off and the black deployment string fell out. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the sheath had been torn the full length by the tear strip (black suture material). The sheath was properly attached to the delivery system and showed evidence of being properly shrunk down onto the button flange. The red strip had been removed from the delivery system assembly. The button was without issue. The returned unit was consistent with the complaint incident that the device sheath had been torn by the tear strip (suture). The damage was found after unpacking and outside the patient, therefore the most likely root cause is handling. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 11423702.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician had inserted the pull wire into the patient; before attaching the peg loop wire to the end of the pull wire it was noticed, outside the patient, the sheath on the button had partially split off and the black deployment string fell out. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.